Event description:
It was reported to hill-rom that a caregiver felt a shock while pulling the extension cable from control box on lift. No injury alleged.

Manufacturer narrative:
The facility determined the cord was damaged/worn. Hill-rom's distributor replaced the cord and the lift now functions properly. The lift involved in this incident has been in use beyond its expected life, 10 years.